Event description:
It was reported that during a right hemicolectomy procedure the first firing white reload, on inspecting staple line, had only one side of staples formed. No unusual noise or feeling was noticed. No patient consequences reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). The analysis found that one ec45a device was returned in good visual condition and with one ecr45w cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. On what tissue type was the device used? At what location on the tissue? Was it used on thick tissue? What was the outcome, leakage, bleeding or other please specify? Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Was the cartridge correct inserted, did they hear the ¿click¿? ¿had only one side of staples formed¿ please describe the shape of the staples on the other side. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? During which stroke did the event occur? Was the device fully articulated? Degree of articulation? What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure?